Event description:
The customer reported to philips that their philips one toothbrush charger is catching on fire.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
The customer reported: "my philips one tb charger is catching on fire." Three philipsone handles were returned to ohc for failure analysis: hy120g serial#(B)(6), hy120g serial#(B)(6), & hy120r serial# (B)(6). Performed visual inspection of handle hy120g serial#(B)(6) observing deformation damage on the usb-c charge port. The visual features of the deformation damage are consistent with melting. The device does not power on and can not be charged due to the damaged usb-c charge port.

Event description:
The device does not power on and can not be charged due to the damaged usb-c charge port.